Event description:
A 76 y/o male suffered cardio-pulmonary arrest while playing pool at a senior rec. Center. Local police and fire personnel performed CPR until an als ambulance arrived. The pt had no pulse when the als ambulance arrived. The als unit administered 3 shocks from a defibrillator and injected the pt with atropine and lidocaine. The pt still had no pulse. The als unit then attempted to intubate the pt. During the intubation, suction was needed to remove vomitus from the mouth of the pt. Sscors suction unit, model 64000, stopped providing any suction after operating normally. Suction units were switched over to the fire department's unit.